Manufacturer narrative:
There was no excessive no delivery alarm during testing. The pump was received with all operating currents within spec and passed functional testing. The pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 381mg/dl. The customer states their levels had been in the 400mg/dl. The customer treated the high with the pump. The customer states they have tried all remedies but the issue persists. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.